Event description:
One touch veiro test strips fail to report a blood glucose reading when a sample is given. I have been using this system for over a year and with thousands of successful results. In this batch, I have approximately 12 of the 40 I've used fail to give a test result when a proper sample is applied. The batch is lot number 3897739 with an expiration date of 06/01/2017.